Event description:
It was reported that, approximately 12 months post index procedure, the patient suffered a gi bleed. The investigator indicated that the reported event was unrelated to the study device. Event date - month/year valid only.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately 10 months post index procedure the patient was rehospitalized due to mi. It is unknown whether the reported mi is related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Event description:
Approximately 35 months post index procedure patient underwent a CABG in the target lesion (rca; lad <(>&<)> 1st om). Investigator indicated event was probably related to study device.

Event description:
The previously reported mi approximately 33 months post index procedure occurred one day prior to date previously reported. It is reported that the patient suffered a stent thrombosis approximately 35 months post index.

Event description:
The previously reported CABG revascularization approximately 35 months post index procedure was performed to treat occlusion in d1 and rca.

Manufacturer narrative:
Continued from concomitant medical products: ca++ antagonist, clopidogrel. (B)(4). Results: myocardial infarction.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (hemorrhage).

Event description:
It is reported that the patient suffered an mi related to the target vessel approx 33 months post index procedure and was hospitalized. Investigator has assessed that the event was probably related to the study device. The outcome is currently unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Event description:
Approximately 11 month post index procedure the patient was re-hospitalized. Re-ptca of target vessel was performed due to a new les ion. The re-ptca was successful. The investigator indicated that the reported event was unrelated to the study device.